Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The physician was attempting to treat in-stent restenosis of a non-bsc stent (unk size/type) with a 2.75x12mm taxus express2 drug eluting stent. The physician tried to access the lesion via the saphenous vein graft to the right coronary artery (rca) and had difficulty advancing to the lesion site. The physician began pulling the stent back and noticed the 2.75x12mm taxus stent was not on the balloon. It was unclear where the stent finally landed and is still in the pt. No attempt was made to retrieve the dislodged stent. Another of the same size taxus stent was placed successfully in the rca. The physician was able to place another stent (unspecified size/type) distally, did not predilate and after losing the 2.75x12mm taxus stent, he went back and predilated the proximal right lesion with the distal stent balloon. The pt is fine and the case was completed with no further complications. Further info was requested, but was not available.